Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied but the balloon could not be fully inflated due to a shaft leak. The markerbands and tip of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be exiting from a shaft pinhole located approximately 10mm proximal of the proximal markerband. Inner balloon shaft damage was also noted. No other damage or issues were noted with the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt limb. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed without replacing the device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt limb. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed without replacing the device. There were no patient complications reported and the patient condition was good.